Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that there was a rupture of the rubber plug at the end of the connecting blood tube. This resulted in blood leakage. This occurred in 2 devices. No patient impact.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital affiliated to (B)(6) university investigation summary bd had not received samples, but two photos were returned in support of this complaint. The two photos were examined, and blood was observed in the vacutainer holder. The rubber sleeve is observed to be fully recovered. No hole is observed on the rubber sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve leakage based on the returned photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.